Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was running. Technical services (ts) was consulted and confirmed the episode shows t wave oversensing due to a low r/t ratio. The patient underwent a stress test, and it was determined that primary sensing vector is best for this patient, and their device was programmed accordingly. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.